Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. As received, a partial lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Unable to perform the impedance test due to the as received procedural damage to the lead. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed an internal insulation abrasion was found under the right ventricular shock coil breaching the ring electrode lumen. The ring electrode ethylene tetrafluoroethylene (etfe) cables coating were not damaged in this location.

Event description:
During an in-clinic follow-up, increased pacing impedance was detected on the right ventricular (rv) lead. The cause of the event is due to encapsulation which was confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable.